Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a farawave nav catheter was selected for use. While inserting the catheter into the faradrive sheath, a routine backflow check was performed to confirm the absence of air when the catheter was visible through the transparent sheath. During this check, air was observed exiting the catheter tip. A hemostatic valve was subsequently attached to the guidewire lumen, after which no further air was observed exiting the catheter. The procedure was completed without interruption, and no air was reported to have entered the patient. The patient's blood pressure dropped at the time of catheter removal following completion of the procedure. The physician reportedly suggested a possible cardiac tamponade; however, this diagnosis could not be confirmed. No medical intervention, treatment, or medication was reported. No st-segment elevation was observed. The patient's condition was confirmed to be stable.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.